Event description:
On (B)(6) 2014 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient event log that occurred on (B)(6) 2014 at 05:03 with a drain volume of 4016ml during cycle 3. Largest prescribed fill volume equaled 2500ml.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Review of service history revealed previous device servicing did not cause or contribute to the reported difficulty of iipv-adult. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Upon conclusion of the investigation, the cause of the issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.